Event description:
It was reported that this implantable cardiac resynchronization therapy pacemaker (crt-p) was explanted due to premature battery depletion (pbd). A new device was successfully placed. No additional adverse patient effects were reported.